Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there is a problem with the battery. There was no reported patient involvement.